Event description:
The needles are bending and user is having insulin flow issues from the pen while injecting.

Event description:
The needles are bending and user is having insulin flow issues from the pen while injecting.